Manufacturer narrative:
Additional information: b5.

Event description:
It was reported that the patient experienced sepsis, pneumonia, urinary tract infection and ecoli 54 days following the initial implant procedure of an artificial urinary sphincter (aus). The aus remains implanted. The patient was hospitalized for 4 days to treat the infections. The patient was also provided antibiotics, hypotension medication, and fluid retention medication to treat the infections. The physician alleges the pneumonia is unlikely caused by the procedure or device. However, the physician does believe the procedure/device is a possible cause of the infection. The physician does not believe the device or implant procedure caused or contributed to the pneumonia.

Event description:
It was reported that the patient experienced sepsis, pneumonia, urinary tract infection and ecoli 54 days following the initial implant procedure of an artificial urinary sphincter (aus). The aus remains implanted. The patient was hospitalized for 4 days to treat the infections. The patient was also provided antibiotics, hypotension medication, and fluid retention medication to treat the infections. The physician alleges the pneumonia is unlikely caused by the procedure or device. However, the physician does believe the procedure/ device is a possible cause of the infection.